Event description:
It was reported that during in inspection the cs300 intra-aortic balloon pump (iabp) unit machine was turned on, it reported error maintenance #1. After the failure, the hospital no longer uses the equipment. There was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The driving valve group tested abnormally and failed. The manifold drive (0104-00-0018) was replaced, and the unit passed the test. The unit passed all factory specified performance and safety tests. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.